Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the left eye. Patient experienced "a hemorrhagic choroidal" 8 days later with a vision of 20/60. Patient was started on atropine eye drops and the next day, their vision improved to 20/30. It was noted the choroidal was improving. A week later, patient was seen again by hcp who noted the vision was at 20/40 and the "choroidal much improved." Event is ongoing.

Manufacturer narrative:
Concomitant therapies: protonix, tegretol, tylenol, vitamin d., prednisone eye drops every two hours. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information received noting event resolved on its own with no additional treatment.